Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level of 54 mg/dl. Low bg cause was not known. The customer administered glucagon to address bg level. During the ER visit, customer was treated with glucose, sodium chloride, and potassium chloride. The customer was released from the ER with no permanent damage. A system check was performed and no pump or supply issues were identified.